Event description:
During a thoracoscopy the surgeon had trouble with the ez45 releasing from the tissue. A second device was opened to complete the case. There was no consequence to the pt. 2/14/97 there was no buttressing material used. The ez45g was manually removed from the tissue by pushing forward on the trigger.